Manufacturer narrative:
The failure investigation has been completed and the alleged battery issue was verified in the pump logs; however, no failure was identified. Based on the analysis, the alleged minimum fill issue could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 300 units of insulin. Reportedly, the customer reloaded the cartridge to resolve the issue and resume insulin delivery. Additionally, it was reported that the pump battery was intermittently observed to be depleting rapidly. Customer¿s blood glucose ranged from 170 mg/dl to 180 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.